Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue; the pump powers off after the batteries are replaced and the pump displays the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: review of the black box and download history revealed record of an unacknowledged occlusion alarm on (B)(6) 2013 at 04:39. This alarm remained unacknowledged until 12:23 when the pump powered off then rebooted due to the battery being discharged (dead). There was record of a discharged battery being installed into the pump on (B)(6) 2013 at 22:12. On examination, the battery compartment was intact without damage. There was no evidence of moisture ingress or moisture damage to the pump. The batter that was returned with the pump for investigation was able to be secured to the pump properly. There was no power loss observed during the investigation. The pump was exercised for 24 hours and found to be delivering insulin within specifications without power loss or related warnings. The pump was opened for investigation and did not reveal any evidence of defect, damage or contamination to the pump¿s interior components. The complaint was not able to be duplicated during investigation.